Event description:
There was no patient involved in this event. Red status indicator flashing and beeping.

Manufacturer narrative:
The pad-pak was first successfully installed on the 17th june 2010 and performed to specification up to the 13th july 2014. The device failed a self-test due to a low battery on the 20th july 2014. Multiple manual power ups some of ten minutes duration were observed in the device memory between the 05th may 2015 and the 18th july 2015. The pad-pak became depleted during this time and a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure resulting in depletion of the returned pad-pak. The ten minute time outs and the excess current drain measured would confirm a failing membrane. This resulted in the returned pad-pak becoming depleted. The device was observed switching itself on during investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.